Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 85 units. Subsequently, the customer reported that the cartridge may have been filled with cold insulin. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.